Manufacturer narrative:
Concomitant products: 29us transcatheter valve implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead which was plugged into the left ventricle port, exhibited high thresholds. It was noted however that the lead was previously turned off while patient being evaluated for epicardial lead placement and as the patient was not, the lead was asked to be turned back on. The lead was reprogrammed and remains in use.  No patient complications have been reported as a result of this event.